Event description:
Caller reported malfunction on pump, with no notable events occurring prior. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting pump, and assisted caller in resetting, after which the malfunction code did not recur. Caller was informed to continue using pump and advised to call back if any issues persisted.